Manufacturer narrative:
Case (B)(4): the csk-6130 with lot number 98533 was returned for evaluation and was visually and functionally tested. The complaint could not be confirmed.

Event description:
It was reported that on (B)(6) 2020 a male patient underwent a convergent and left atrial appendage management (laam) procedure. Epicardial mapping was conducted with an hd grid catheter (non-atricure device) via epi-sense canula. The hd grid catheter was removed from the cannula and as the cannula was being removed, bleeding was noticed. At this point the procedure was converted from minimally invasive into sternotomy and bleeding was controlled with the patient being in stable condition at the end of the procedure. There was no reported device malfunction, the adverse event was the result of a procedural complication.